Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 240 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive. Customer reported that the issue was resolved by battery replacement. Customer reported that the keypad anomaly was intermittent. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device passed leak test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device power up properly after battery installation. Device received with operating currents within spec. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was unable to connect with the glucose sensor simulator, problem isolated to electrical board. Device received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.